Event description:
After securing the drain in place, md attempted to verify the flow of csf through the drain via a syringe at the end of the exacta drain kit. After realizing there was not any csf in the syringe, md slowly started to pull out the drain out from the lumbar spine. He eventually pulled it all the way out of the patient's body and commented that the tip of the catheter had broken off into the patient.